Event description:
It was reported that the patient had stimulation in the wrong location. The trial went wonderful, but since the implant the patient wasn¿t having the same type of pain relief. When they lied down and stretched, they got a ¿wicked shock¿. It wasn¿t painful, but the patient wasn¿t expecting it and they also felt pins and needles in the right arm since implant. The patient needed pain coverage more in the legs but would have liked to have some in the back. The patient had a follow up appointment and was going to do some reprogramming.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).